Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) came in for an x-ray. An infection was noted with vegetation on either the valve or the leads, therefore the crt-d system was explanted. The next day, the patient underwent another procedure to remove the concomitant left ventricular assist device (lvad) due to infection, but subsequently died during that procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.